Event description:
Patient's mother requested a new pump because she states it is malfunctioning- further details not given. Pump serial number and expiration date unknown. No missed doses or adverse events reported. Defective device is on hand and will be replaced with a new pump. No additional information or dates provided. Reported to (B)(6) by pt/caregiver.